Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during use on a patient, the suture broke. No report of patient harm or injury. The patient status is reported as "fine". Please see associated mdrs #3004365956-2023-00068 and 3004365956-2023-00070.